Manufacturer narrative:
The customer reported that the analyzer began to "get hot as soon as the batteries were inserted". There were no allegations of patient/user harm. There were no allegations of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, however, it is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer began to "get hot as soon as the batteries were inserted". There were no allegations of patient/user harm. There were no allegations of incorrect results.